Manufacturer narrative:
Additional information was received indicating that the event date was 10-apr-2019, that there was patient involvement and there were no adverse patient effects. The following patient information was provided: date of birth 01-aug-2011; sex: female.

Manufacturer narrative:
This event/information already reported under MFR report number 3012307300-2019-05062. MFR report number 30123073002019-05062 will be used to document the event as well as any further follow-up that may be needed.

Event description:
Information was received indicating that a code and protocol settings were defaulted to a smiths medical cadd®-solis vip ambulatory infusion pump. It was also reported that the library had been erased. There were no reported adverse events.